Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 40 mg/ml infumorph at 20 mg/day via an implantable pump for malignant pain and cancer pain. It was reported that the patient's pump was explanted due to a motor stall that occurred on an unspecified date. It was unknown what led to the event, and besides interrogation, no other diagnostics or troubleshooting was performed. The patient was considered to be "alive - no injury", the issue was considered to be resolved, and the hcp was noted to have no further information. Additional information has been requested regarding symptoms; if the pump recovered; and cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the 8637-20 found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found gear train anomaly, stall due to gear wheel 3. Interrogation of the device found it was used to infuse morphine 40.0 mg/ml at 20.018 mg/day, bupivacaine 10.0 mg/ml at 5.005 mg/day, and fentanyl 200.0 mcg/ml at 100.09 mcg/day. Analysis found significant corrosion, slight moisture and corroded teeth. Analysis found broken teeth on gear wheel 3. Analysis found wear on lower shaft of gear two.

Event description:
Additional information was received from a healthcare professional. The patient experienced withdrawal related to the motor stall. The cause of the motor stall was not determined. The motor stall did not resolve and the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.